Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 504 units released for distribution in january, 2012. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2012 the patient underwent the repair of an inguinal hernia. As reported the onlay portion of a perfix plug was used for the repair. As stated the, "patient¿s doctor identified that the plug was not required based on the patient¿s condition." As reported, the patient noted a bulge at the location of the hernia repair with pain associated and at times debilitating. As reported, the patient has difficulty walking when the pain is present. It is alleged the patient had a CT scan performed which was inconclusive. It is alleged the patient is continuing with additional medical treatment for her reported condition.